Event description:
It was reported that during a new patient implant procedure that the surgeon had difficulty tightening the set screw. The set screw would not move in either direction. During the implant difficulties, the plastic header became detached freeing the set screw. A new generator was opened and used. The damaged product is scheduled for return. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. The unused suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Generator product analysis was approved. The returned setscrew socket shows damage and is partially stripped. The returned torque wrench shows no anomalies. The returned torque wrench was placed into the set screw at the approximate location of where the returned setscrew would have been on the torque wrench shaft, displaying that the torque wrench was not fully inserted when attempts to tighten the set screw were made. There were no performance, or any other type of adverse conditions found with the pulse generator. It has been concluded that user error caused the event. No other relevant information has been received to date.

Event description:
The device was received into product analysis which is underway but not yet completed. No other relevant information has been received to date.